Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 400-499 mg/dl with high ketones that were identified as life threatening. The cause of elevated bg was unknown. The customer's bg was treated with intravenous fluids of insulin and saline. The customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.